Manufacturer narrative:
On (B)(6) 2021 the customer returned device for an alleged reporting keypad behavior and blank display. Device received with blank display. Unable to perform normal operating current. The stop (idle) current and run current measurement tests self test, rewind test and displacement test or verify keypad anomalies and download due to blank display. The original lcd and m/b board were removed and replace with a test lcd and m/b board. No anomalies were notice. The following were noted during visual inspection: corroded keypad trace, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. After inserting battery device power properly. Problem isolated to lcd and mb board.

Event description:
Information received by medtronic indicated that the insulin pump received keypad anomaly. Customer stated they press the act button and the screen goes blank they also received blank display error but the display was return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.